Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown , UDI#: unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer's representative regarding a patient who was receiving an unspecified drug of an unspecified concentration at an unspecified dose rate via an implantable pump. It was reported that the patient suffered from acute chronic pain in their neck and had so since 1987. The patient received their first intrathecal morphine pump in 2003. A catheter replacement was performed in 2021. Refer to MFR report # 3004209178-2020-15267 regarding catheter replacement. It was noted that straight away their pump site started to swell up like a balloon and the patient experienced ¿tearing¿ pain day and night. The date (B)(6) 2021 is considered an approximate date of event (specific year known only). It was further reported that the surgeon said it would be fine and injected cortisone into the area. But this did nothing. The patient started wearing velcro wraps to try reducing the swelling it also did not help. The patient asked their gp (general practitioner) to scan the pump and catheter, which he did, as he was upset nothing was being done. The scan had showed a broken/disconnected catheter.